Manufacturer narrative:
Pump was received with a system sensor alarm during the basic occlusion test due to protruded/loose drive support disk. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed system sensor error during an infusion set change. Customer does not recall any significant events leading to the error. Troubleshooting was done for prime and rewind. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.